Event description:
The customer reported being hospitalized due to high blood glucose. The customer was experiencing unexplained high glucose for one day. The customer's recent glucose reading was 112mg/dl, and she has treated with manual injections. The customer stated that she is not wearing the insulin pump at the time, and she feels that the device may have been the problem. The customer called back and stated that the insulin was causing her glucose level to rise, and she already has discarded. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.